Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). The customer responded that when the device is connected to the ac power supply, after the device displays low battery, it would automatically shut down after a short time and return to normal after restarting. The reported failure occurred before use. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in taiwan. The customer reported that when the device is connected to the power supply, the device displays low battery alarm, and it will automatically shut down after a short time and return to normal after restarting. The event occurred before use and no patient was involved. The affected rotaflow console (rfc) with s/n (B)(6) was investigated by a third party engineer. The engineer was not able to reproduce the reported failure. The device was sent back to the user. Based on the investigation results the reported failure could not be confirmed. However, the failure mode "rfc switch not to ac power" can be linked to the following most possible root causes according to our risk management file (dms# 2023689). - breakdown of ac/dc line voltage (mains). - (accidental) disconnection of mains (plug). - wrong external supply voltage (overvoltage, undervoltage, negative voltage at dc, ac voltage on dc mains). - power supply cannot be connected. - defective or wrong fuse. - accidental wrong connection of wrong supply voltage by user (e.g. 110v system to 230v mains). A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 5.6.1 check before every use. Make sure that the power cable is connected to the device socket and the mains power outlet. Chapter 4.1 setting up and connecting. Make sure the "external power" lamp on the front of the rotaflow console is lit when the device is connected to external power supply. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).